Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The DHR and digital design file and both been reviewed and show no anomalies. We are awaiting the return of the device to complete our investigation. The associated implant loss event was reported under MFR report # 3013111692-2025-12178.

Event description:
It was reported that an alantis bridgebase ti am 4 implants fractured and resulted in implant loss.